Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient wanted a longer battery life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.